Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-6 device of lot number c1299154 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over an olympus visiglide2 wireguide of unknown diameter. A sphincterotomy was performed prior to this occurrence. Predilation of the obstructed area was not conducted prior to this occurrence. The complaint device was used with an olympus jf-260v endoscope. The target location was the common bile duct. No resistance was encountered when advancing the wire guide through the obstructed area. Resistance was encountered when advancing the complaint device through the obstructed area. The complaint device was not advanced through the side of a previously placed stent. No section of the device detached inside the patient. The procedure was finished with a device from another lot. On evaluation of the returned device, it was observed that the device was returned with the outer flexor separated from the handle at the white connector cap. The stent was deployed in the lab, with no issues. There was no evidence of damage on the stent. The overall flexor length was measured as 201cm, which was within specification 200cm +2/-1cm. The customer complaint is confirmed as the outer flexor was found to be separated from the handle. Possible causes for this occurrence could include the patient anatomy. From customer testimony, it is known that the complaint device encountered resistance during advancement, indicating a difficult patient anatomy. The patient anatomy could have created resistance during deployment, and high deployment forces. These forces could have caused or contributed to the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1299154) did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1299154. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Endoscopic biliary stent placement was performed to the patient who had duodenal stent placement one week ago (century medical, inc./detail unknown) against duodenal stricture. The delivery system was advanced to the papilla through the duodenal stent, then the user attempted to deploy the stent at the target site, however, outer sheath got separated from the handle. Another lot # product was used instead to complete the procedure. There have been no adverse effect to the patient reported.